Manufacturer narrative:
The device was not returned for evaluation and no model or serial number was reported. An image was provided by the user that confirmed the msd fracture inside the patient. The physician was able to advance a snare and remove the distal portion of the ultrasound core with no additional complications. The patient was reported as doing fine and received a full therapy. Without a model and serial number, a device history review could not be performed. The device was discarded by the user, thus a root cause could not be determined.

Event description:
On (B)(6) 2017, following treatment of a distal arterial occlusion, it was reported that the distal tip of the ultrasound core separated during removal. Upon completion of therapy, the iddc and msd were removed. Upon post-procedure imaging, it was noted that 3 "marks" similar to the ultrasound tranducers were visible near the distal popliteal artery. There was no difficulty in retraction according to the reporter. The physician was able to advance a snare and remove the distal portion of the ultrasound core with no additional complications. The patient was reported as doing fine and received a full therapy. The device was discarded by the user.